Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred the day of initial vns implant surgery ((B)(6) 2004), which caused the settings to change to 1ma output current and 1ma magnet output current; the vns was intended to be disabled at the surgery. The settings were corrected on (B)(6) 2004.